Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).the device was not returned for evaluation.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Event description:
During troubleshooting, the technical service representative (tsr) reviewed the therapy log and identified the cycle 4 ultrafiltration was 1312ml, fill volume 2000ml. The tsr explained therapy, the minimum drain percentage, and the last manual drain option. The tsr would swap to eliminate the home choice as being the issue. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria.